Event description:
It was reported that during routine device change out, after successful defibrillation threshold testing was performed, there was notable noise on the lead and the patient received inappropriate therapy. Since the patient had a recent stoke and unstable inr levels, the physician elected to keep the lead implanted. The lead was capped and replaced later the same day. It was later reported that wound dehiscence was observed during post wound check. The patient underwent a procedure and the pocket was derided. The patient was in stable condition post procedure and placed on outpatient antibiotics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.